Manufacturer narrative:
H3: analysis of the (B)(4) (s/n (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Recharge interval test results for the complaint device closely match the results for the lab demo control device. There is no evidence that suggests the complaint that the ins battery rapidly depletes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). Rep reported that the patient was forgetting to recharge implantable neurostimulator (ins) which led to the ins being dead often. Rep reported that the device was explanted and was upgraded to a non-rechargeable ins.

Event description:
It was reported that the patient is still in the hospital on the 7th floor of the (B)(6). Caller said the patient had a seizure before the surgery on friday morning and when they came out of the surgery they were still having problems being able to understand what was going on. Pat rep advised patient was having heart issues. Caller also said the doctor found out that the battery was failing very quickly after being charged and they are putting a new battery that should last 5 years with just the normal charging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.